Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increasing shock impedance measurements. Ultimately, shock impedance measurements were greater than 125 ohms. A routine device changeout procedure was performed, and the device was explanted due to normal battery depletion. The rv lead was extracted. Damaged occurred to the lead during extraction and the lead was discarded. No adverse patient effects were reported during the procedure.